Manufacturer narrative:
Product analysis: visual and optical inspection did not reveal any damages to the hex or the threads of the screw. Dimensional inspection of the major and minor points of the screw were measured and made to print specification. The screw appears to be undamaged and capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical fusion due to cervical degeneration. Intra-op, thread of the screw slipped. The product was then explanted; and no fragment of the product remained inside the patient. No patient complications were reported.